Event description:
It was reported that a patient underwent a sling procedure and perineoplasty procedure in 2008. The patient was discharged in the same day, and her voiding pattern was normal at that time. Post-operatively 4 days later, the patient was experiencing urinary retention. A bladder scan was performed to check the patient's post-void residual. This was found to be high and transurethral catheterization was done as a result. At about 2 days later, the patient was brought to the operating room where the sling was loosened and the event was resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.